Event description:
In 2001, after 2 days of implantation, the nail broke at the level of the locking screws. The device had to be removed from the patient 25 days later, and a similar nail had been implanted.